Event description:
The facility reports while bathing the pt, the carer noticed the tcs was connected back-to-front on the seat. It was raised slightly to pull out the lower wheeled frame when the chair detached from the clip and fell to the floor with the pt still seated. The pt sustained a 2-inch gash to the top of their head. The pt was transferred to the hosp for treatment.